Event description:
The customer reported that the system shut down without command after completing an initial exposure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.